Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing embolization treatment of a giant unruptured saccular aneurysm measuring 20mm x 16mm with a distal and proximal landing zone of 4mm x 4.7mm in the cavernous segment of the internal carotid artery (ica). The patient¿s vasculature was moderate in tortuosity and the access vessel was moderate with diameter of 4mm. During the procedure, the ica was catheterized; a microcatheter was placed across the aneurysm. A pipeline flex was deployed; it was reported that approximately 80% of the pipeline flex braid opened well, while the last 20% (proximal segment) did not. That section that did not open had been placed on a proximal cavernous bend. The pipeline flex was attempted to be opened by resheathing 1-2 times without success. Afterward, the device was resheathed and removed from the patient. A new flow diverter (4.5 x 35) was deployed successfully to complete the procedure. Post-procedural angiography showed good stasis in the aneurysm. No patient injury was reported in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex and the catheter were returned for evaluation. The pipeline flex was found outside of the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened with moderately frayed. The pushwire was found to be bent near the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the report of failure to open at the proximal end could not be confirmed. The event cause could not be determined as the returned pipeline flex braid was found fully opened with moderately frayed at both ends. The pipeline flex pushwire was also found to be damaged. The customer reported that the patient¿s vessel tortuosity was moderate. The devices were prepared and used per the instructions for use (IFU). It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported issues. From the damages seen on the pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when attempting to advance/retrieve the pipeline flex delivery system through the micro catheter. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.